Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that on their last two orders that they received there were not any syringes in the foley insertion tray, without syringes they cannot deflate or inflate the catheter. It is unknown if the lot number was requested. No additional information provided. Per customer via phone on 27mar2025, it was reported that the kit was missing the syringe. Customer stated that luckily, they had an extra syringe to help inflate. Customer was sent the correct foley kit and the issue was resolved.

Event description:
It was reported that the patient stated that on their last two orders that they received there were not any syringes in the foley insertion tray, without syringes they cannot deflate or inflate the catheter. It is unknown if the lot number was requested. No additional information provided. Per customer via phone on 27mar2025, it was reported that the kit was missing the syringe. Customer stated that luckly, they had an extra syringe to help inflate. Customer was sent the correct foley kit and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.